Manufacturer narrative:
Infutronix is waiting for the device to be returned for evaluation.

Event description:
On (B)(6) 2020, a distributor of infutronix reported the following on behalf of an end user : "tubing broke on the side of the cassette." Device operator was a registered nurse. A patient was involved but not harmed. The contract manufacturer of the affected device is podo xingda ((B)(4)) medical co. Ltd.

Manufacturer narrative:
A service provider of infutronix provided the image for the affected administration set and visual inspection confirmed that the tubing connector on the proximal end of the cassette module was snapped and broken. Liquid was visible on the cassette module. The reported issue was confirmed.

Event description:
This is a follow-up for the initially filed MDR 3011581906-2020-00029.